Event description:
Information was received from a manufacturer representative regarding a patient receiving an unknown drug via an implantable pump. It was reported that a pump was alarming, but it was not in their territory and they had little details known. The manufacturer representative (rep) suspected the pump was empty because they aspirated and only got back bubbles. At the time of call, the pump could not be interrogated as the rep stated that they needed the usb-c adaptor. The manufacturer's technical services specialist (tss) reviewed it would be hard to give guidance without knowing if any alerts were seen, as they were reporting the pump alarming once an hour since 4:30am today. The rep was sent information via email with guidance and also followed up with the healthcare provider (hcp) per the rep's request in a second call. When tss reached out to the hcp, the hcp stated they were going to send the patient to another facility so the pump could be interrogated. The pump was refilled. The hcp stated they did not need technical support at this time. 2024-jan-20 e1 (rep): the document contained no new information regarding this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.